Event description:
The customer reported the ventilator restarted and alarmed while in use on a patient, verified by review of the ventilator's diagnostic code log. The customer reported there was no patient harm. The respironics service technician reported he was unable to duplicate the reported problem. Extended self testing(est) and performance verification testing was performed and all tests passed per operating specifications